Manufacturer narrative:
An investigation will not be completed by rwmic. If and when device is received by rwmic, it will be sent to manufacturer ((B)(4)) for investigation. Customer purchased device on (B)(6) 2014. Request for additional info requested, no response as of (B)(6) 2015. Rwmic considers this matter closed. However, in the event we receive additional info, we will provide manufacturer with follow-up info.

Event description:
Facility reported that during a case, after forceps were inserted into pt and opened, the instrument would not close. A minor laceration to patients bladder when device removed. User facility: (B)(6).